Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be damaged. The additional information received identifies that there was resistance during lens injection. The iol was explanted and exchanged during the original surgery session. Prolonged and more complex surgery is reported; however, the patient is confirmed to have made a full recovery. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Resistance is reported during injection. Within the "use of rayone" section of the rayone IFU "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection at the point resistance was encountered is a likely contributory factor of lens optic damage following implantation into the eye. Our review of production records for the rayone galaxy rao605g, batch: 064244011 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g, batch: 064244011.

Event description:
On 17th december 2024, rayner received notification from a healthcare facility in spain of an event that occurred during use of a rayone galaxy rao605g). The event description provided states that there was resistance dueint injection and immediately following implantation optic damage was observed necessitating lens explantation and exchange.